Manufacturer narrative:
Sheldon, s. H., cunnane, r., lavu, m., parikh, v., atkins, d., reddy, y. M., ... & lakkireddy, d. R. (2018). Perioperative hematoma with subcutaneous ICD implantation: impact of anticoagulation and antiplatelet therapies. Pacing and clinical electrophysiology, 41(7), 799-806.

Event description:
It was reported during the review literature that the safety of perioperative anticoagulation (ac) and antiplatelet (ap) therapy in the context of subcutaneous implantable cardioverter-defibrillator (s-ICD) implantation remains uncertain. A study was conducted to identify risk factors associated with hematoma formation following s-ICD procedures. All hematomas were localized to the lateral surgical site. Device infection occurred in two of the ten hematoma cases. One patient presented with delayed wound dehiscence secondary to hematoma and required device removal on postoperative day 52. The second patient underwent hematoma evacuation followed by wound dehiscence, also necessitating device removal. No patients required administration of blood products or vitamins. No additional adverse patient effects were reported.